Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred on the first treatment of the right inferior pulmonary vein (ripv). Ablation stopped via ¿double stop¿ method. Ten minutes post pnp, phrenic check was performed with no return of phrenic capture. Phrenic check was performed a second time twenty minutes post pnp with some minimal improvement of phrenic capture noted on fluoroscopy. Phrenic check performed a third time thirty minutes post pnp with some additional improvement of phrenic capture noted on fluoroscopy. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event. Additional information received indicated that diaphragmatic stim was present by the end of the case indicating that the pnp resolved.